Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, the valve dislodged ventricularly three times and was recaptured each time. Aortic insufficiency was also noted. Due to this issue, a decision was made to implant a 34mm fx+ valve for oversizing. The patient had minimally calcified anatomy, which contributed to the event. The procedure was delayed by approximately five minutes. No additional patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, the valve dislodged ventricularly three times and was recaptured each time. Aortic insufficiency was also noted. The patient had minimally calcified anatomy, which contributed to the event. Due to this issue, a decision was made to implant a 34mm fx+ valve for oversizing. The procedure was delayed by approximately five minutes. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point mid pigtail catheter. Prior to dislodgement, the implant depth was 3 mm on both the non-coronary cusp and left coronary cusp, and the valve dislodged at 80% deployment.

Manufacturer narrative:
Updated data: b2. B5. D4. H4. Corrected data: h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [tav evfxplus-29] product ID [evfxplus-29] serial/lot [(B)(6)] use by date [2026-08-08] UDI [(B)(4)]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that severe paravalvular leak (pvl) occurred.